Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic due to discomfort. Interrogation showed the patient's left ventricular (lv) lead was causing diaphragmatic stimulation. The physician explanted and replaced the lead. The patient was stable throughout.